Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 23-jul-2025. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6011504 was manufactured according to the work instruction (wi) version 82 on 03-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 13-aug-2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a health care provider (hcp) or requires emergency advance, malfunction code no malfunction describe and lot 6011504 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia event on (B)(6) 2025. Blood glucose level was 375 mg/dl at the time of the event and patient got treated with bolus via pump and manual injections at hospital. The duration of hospitalization was greater than 24 hours. Patient has experienced the symptoms of sick/unwell at the time of the event. No further information available.